Event description:
Patient identifier: (B)(6). Date of event: (B)(6) 2014. According to the information received, the catheter was reported a defective. The balloons of 4 catheters burst which resulted in longer operative time and the need to change the device.

Manufacturer narrative:
The product has not been returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow up report will be filed.